Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient had their ipg explanted and replaced on 5 may 2021. Therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable surgical intervention is expected to resolve the issue.